Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. There was no button error alarm noted during testing. There was no unexpected number scrolling during testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call of issues with their keypad on their insulin pump. Customer states trying to troubleshoot by removing and replacing the batter, and it resolved the issue. However, soon after the problem returned and they received a button error alarm. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump and that it would need to be replaced and returned for analysis.